Manufacturer narrative:
Device had flashing white lcd display due to electronic assembly moisture damage. During visual inspection, motor and force sensor had moisture damage. Unable to perform self test, sleep current measurement test, active current measurement test and displacement test due to flashing white lcd display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer¿s blood glucose level was unknown. Customer reported that the insulin pump was exposed with moisture and then had a blank display. Customer reported that the insulin pump¿s display was currently blank and did not working. The insulin pump will be returned for analysis.